Manufacturer narrative:
The customer did not provide any additional information.

Event description:
Customer reported unexpected negative reactions with on the echo, when testing a patient sample with a history of anti-k. Tesing occurred during validation.